Event description:
Defective implant.

Manufacturer narrative:
The complaint description provided by the customer was not detailed enough to clarify a failure mode. A review of the device history record revealed no abnormal conditions. A complaint history review revealed that part# cfd-080-0177, endotine transbleph 3.0, is performing as expected and no further action is warranted at this time.

Event description:
Per customer, when the doctor opened the box, the implant was defective. It was not used on the patient.